Event description:
It was reported that pump display had pixel issue that affected ability to interact with pump and read screen. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy.